Manufacturer narrative:
(B)(4).

Event description:
The patient stated that they received an erroneous result when testing on coaguchek xs meter serial number (B)(4). The result from the meter was 1.9 inr. When the patient was tested using a different coaguchek meter, the result was 2.5 inr. The patient believed the 2.5 inr value to be correct and the doctor did not change coumadin dosage based on this result. Tests were performed within 7 hours of each other and a new finger stick was used for each test. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is tested once per week. The patient is not anemic and does not suffer from antiphospholipid antibodies. The patient is not taking heparin or direct thrombin inhibitors. The patient has had no changes in diet, medications, illnesses, or coumadin dosage. The patient has not missed any dosages. The patient has had no changes in supplements or vitamins. The patient has had no signs of bleeding or bruising. The patient took his coumadin dose of 6 mg at 9 p.m. On (B)(6) 2017. The patient started taking coumadin in 2013 due to a blood clot in the leg. The time frame between the event and any medications taken was 15 hours. Replacement product was shipped to the patient. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient returned the meter for investigation. No strips were returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 4.3 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 30%, donor 2 hct: 47%. Testing results: donor #1: master lot: 4.2 inr, customer meter and master lot: 4.2 inr. Donor #2: master lot: 2.4 inr, customer meter and master lot: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon review of the meter memory, the following discrepancies were also observed: 1.7 inr at 15:12 on (B)(6) 2013, 4.9 inr at 19:36 on (B)(6) 2013, 2.4 inr at 19:44 on (B)(6) 2013. No additional information regarding these discrepancies was provided.